Manufacturer narrative:
Additional information:d9, h3, h6, h11 h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection and it passed. A review of the history log revealed , multiple occurrences of "downstream occlusion!" Alarms were recorded, however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion above range published in the service manual. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.